Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. In addition, it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. The customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the screen on/ quick bolus button issue was verified in the pump logs; however, no failure was identified.